Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with one unopened overwrap packet that pertains to the product code epm8702. The product code is double armed. To evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, the functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the dl by sales rep per account that both lots having the same issue. Breaking when tying knots and detaching from the needle. No adverse impact patient/user was reported. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * how many devices demonstrated the alleged deficiency? (Two lots were reported, tgbbaz and 1025r8, if possible, please confirm how many sutures broke and how many detached from the needle from each lot) * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Mismatch information: expected (3) epm8735; lot# tgbbaz and (3) epm8702; lot# 1025r8 but received (3) epm8735; lot# tgbbaz; (1) epm8702; lot# 1025r8 and (2) epm8702; lot# 10313s. Product received under (B)(4); from (B)(4). Please confirm if the lot# 10313s also belongs to this complaint. 1. Could you please clarify if the returned device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex. A device has been received; however, clarification is requested whether the product belongs to this complaint.